Event description:
The customer reported obtaining a non-reproducible diluted beta human chorionic gonadotropin (access total bhcg) result for one (1) patient involving the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)) using an automated, on-board dilution. The customer reanalyzed the patient's sample two (2) additional times on the same unicel dxi 800 access immunoassay system and obtained diluted access total bhcg results that increased with each analysis. The customer also analyzed the patient's sample on an alternate unicel dxi 800 access immunoassay system (serial number (B)(4)) both the same day and the following day ((B)(6), 2015) and obtained reproducible diluted access total bhcg results that were consistent with the final result obtained on the original unicel dxi 800 access immunoassay system. The initial diluted access total bhcg result was released from the laboratory and a corrected report was generated after reanalysis of the patient's sample. There was no report of patient injury or change in patient treatment associated with this event. Calibration, qc (quality control) and system check were all recovering within expected ranges at the time of the event. No errors were reported in the instrument's event log in conjunction with this event. The patient's sample was collected in a serum tube with a gel separator which was then centrifuged for four (4) minutes at 3,000 rpm (revolutions per minute) at room temperature. No issues with sample integrity were reported by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site to assess the instrument's performance.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site to assess the instrument's performance. The fse performed verification testing on the instrument including a precision test and dilution testing on all of the reagent pipettors. All verification tests passed within published performance specifications. There is no evidence that the access total bhcg reagent was returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information.